Event description:
It was reported that the insulin pump gave an alarm during the prime/rewind process. Troubleshooting revealed that the drive support cap was protruding from the case. Advised the customer to discontinue use of the insulin pump. The reported blood glucose reading was 6.8 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with prime alarms during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.